Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and ovarian cyst ('right ovarian cyst') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, dysfunctional uterine bleeding, hypothyroidism, irritable bowel syndrome and endometriosis. Concomitant products included levothyroxine sodium (synthroid) and phentermine (adipex). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 2 months 20 days after insertion of essure. On (B)(6) 2018, the patient experienced ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube) and ophorectomy(one side removal of ovary)/lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the ovarian cyst, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, ovarian cyst, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 30-may-2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, bladder or urinary, pain, right ovarian cyst. Event injury was deleted and device category changed from device other event to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.